Manufacturer narrative:
This report is submitted on 28 october 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla unknown). The magnet was placed back into correct position without surgical intervention. The implanted device remains.